Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging a onetouch verio iq meter was displaying inaccurately high results when compared to another meter. The patient reported blood glucose results of "4.1 mmol/l" with the lifescan meter and "5.9 mmol/l" on another meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4), taken within 30 minutes. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, the patient alleged the meter was reading inaccurately high. There is no evidence that the alleged issue cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. However, this complaint is being reported because the patient performed a meter vs. Another meter comparison where the calculated difference of the results meets lfs's criteria for accuracy testing.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.